Event description:
As reported via the (B)(4) study, a patient experienced peri-stent aneurysm eight months after the index procedure. At the time of the index procedure, lesions in the proximal, mid and distal right coronary artery (rca) were treated. The distal rca lesion was 95% stenosed and 18mm in length. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.5 x 23mm cypher rx was implanted at 11atm. The stent was post-dilated with a 3.0 x 12mm balloon at 8atm. The mid rca lesion was 80% stenosed, de novo, and 30mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 10atm and a 3.5 x 33 cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure with a 3.0 x 12mm balloon at 10atm. Angiography revealed 60% stenosis in the proximal rca. The lesion was de novo and 15mm in length. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm balloon at 8atm and a 3.0 x 23mm cypher rx was implanted at 14atm with no post-dilation. Pre and post timi flow was 3 for all and there was no residual stenosis for all stents.

Event description:
Caller states patient received results of 360 mg/dl on inform system 1 and 536 mg/dl on inform system 2 while a comparison lab returned as 140 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551283, expiration date 07/31/2011). (B)(4).